Event description:
A reporter expresses concern regarding a few different models of ventilators requiring different uses of control settings. Physicians orders cannot be carried out correctly due to output of ventilators. Settings do not universally have the same output on each medicine. In correct pressure delivery could cause serious injury in a pediatric pt. This causes confusion, deciphering orders and actual vent settings.